Manufacturer narrative:
Analysis of lead va14s7x found distal end electrode #1 crushed.

Event description:
A healthcare professional reported during the procedure on (B)(6) 2016 the leads were placed in the brain and upon removal of the stylet the distal end of the lead tip was dramatically deflected in the brain. Via flouroscopy the deflection was detected and confirmed along with during the lead confirmation process via the o-arm. Via the o-arm measuring was done and it was estimated by the healthcare professional that the deflection was greater than 2.5mm medial and anterior to the target. Two additional leads were opened due to the issue and additional operating room time was utilized to trouble shoot the matter. The issue was resolved. Reference manufacturer's report number: 2649622-2016-08176.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.